Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented via merlin.net transmission. Upon review, the right ventricular lead exhibited undersensing and impedance issue. No further information was available.

Manufacturer narrative:
Analysis was normal. No anomalies were noted.

Event description:
New information on (B)(4) 2018 stated that the patient presented in the electrophysiology lab for lead revision. During procedure on (B)(6) 2018, the right ventricular lead was twisted in the pocket and exhibited insulation anomalies. The lead was explanted and replaced. The patient was stable.